Event description:
Complainant alleged that after delivering two successful shocks to a (B)(6) female pt, the devices display was unreadable. The device was then powered off/on and took approx 30 seconds to one min to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.